Event description:
Guide wire placed through a bypass graft into the native right coronary artery. There were 2 extreme tortuous bends in the vessel. A ptca catheter was placed over the wire. The catheter could not move past the first bend. After some routine maneuvers with the wire and the catheter to try and move the catheter along, it was noted that the wire tip stayed stationary at the catheter tip and the proximal end of the wire could be removed. The catheter was withdrawn with the wire tip in place.